Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was delay between order creation and arrival. The technical support specialist (tss) provided clarification to the customer that the delay was originating from the host system, where orders were not being verified in the order management system until several hours after entry. The tss explained that this delay in verification caused enterprise server (es) to receive the order messages later than expected, confirming that the behavior was not caused by the pyxis system. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, order delay from cce to server. User reported indicated approximately 24 min duration between order creation and pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.